Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Pump received with cracked case at display window corners, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm cannot be cleared. Customer does not recall any significant events leading to the error, except that the pump was exposed to sweat. Customer's blood glucose was 250 mg/dl at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.